Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that patient side manipulator (psm) 1 intermittently would not complete the instrument engagement properly. The fse replaced psm 1 to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested psm 1 for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log confirmed the surgical procedure was performed on the reported event date matching the documented event details. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse) during the initial troubleshooting. The tse identified error 31009 pointing to an issue with instrument tool sensors. This complaint is being reported due to the following conclusion: it was alleged that an instrument on psm 1 moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that an instrument on patient side manipulator (psm) 1 was moving non-intuitively. The site had tried another instrument and sterile adapter, but the issue persisted. The csr informed the isi technical support engineer (tse) that the sterile adapter discs were not in the correct positions when the sterile adapter was attached to psm 1. The csr had the site manually rotate the sterile adapter discs to the right positions, and the instrument was able to engage properly. It was noted that the reported issue was resolved, and the site continued with the procedure as planned. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed successfully with the same da vinci surgical system.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure. However, the issue was confirmed via the field error logs. Visual inspection was performed, and no damage was observed. The psm was installed onto the system and powered up. The sine cycle and test drive were performed without any issues. The psm also passed all tests that were performed via matlab. The embedded serializer for the instrument interface (esii) printed circuit assembly (pca) would be replaced as a precaution. No trouble was found with this psm.

Event description:
Refer to h10/h11 for follow-up information.